Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. A5) patient ethnicity - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the tightrail was not returned, thus no returned product investigation was performed. H6) great vessel perforation, cardiac perforation, and death are known risks of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (lv) lead due to bacteremia. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, 14f glidelight, and a spectranetics 13f tightrail rotating dilator sheath, the ra and the lv leads were removed. Then, using a 16f glidelight on the rv lead, advancement was made to the inferior vena cava (ivc)/ra junction, when resistance was met. Switching to the 13f tightrail, further progress was unsuccessful, and after backing off and re-engaging the lesion, the tightrail moved forward, and the lead was removed. However, the patient's blood pressure dropped, and rescue efforts began, including rescue balloon, CPR, administration of blood products and fluids, defibrillator, and sternotomy. A superior vena cava (svc)/ra junction perforation was discovered and repaired. Despite repair and extensive lifesaving efforts, the patient was declared brain dead due to blood loss. The patient did not survive. This report captures the 13f tightrail in use in the area when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.